Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that at around 06:58, the abp fell to around 30 mmhg, but no red alarm sounded. No patient or customer harm was reported.